Event description:
According to the reporter, the capsule failed to attach. There was a significant bleeding due to the device malfunction. An epinephrine injection and hemostat clips were applied. An endoscopy was performed prior to the placement of the capsule and the esophagus appeared to be normal. No lubrication used to facilitate the placement of the capsule. A repeat procedure was not necessarily due to the alleged device malfunction. The patient condition was okay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.